Event description:
This is an adverse event recorded on a crf as part of the b-500 halo patient registry. This pt was prospectively enrolled with 2 cm non-dysplastic barrett's esophagus. Eight months after undergoing a radiofrequency ablation (rfa) procedure to treat the barrett's esophagus, a mild stenosis was found which was subsequently dilated. Per the physician, the severity of this event was mild and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore no analysis was performed. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).